Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient's asd was balloon sized and a 19mm amplatzer septal occluder (aso) was selected based on the measurement of the balloon and toe. The aso placement was acceptable upon release; however the aso embolized upon release and was sitting on the mitral valve. It was removed surgically without complications. The implant/explant date was reported to be in late (B)(6).